Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer reported not able to take their medication due to receiving errc 3 message on their meter. Customer reported that he felt bad and like his blood sugar was high. Customer went to a health care clinic where he was diagnosed with diabetic ketoacidosis and treated with an insulin injection.